Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Per the end user, rash under tape border. No further information reported.